Manufacturer narrative:
Date received by manufacturer: 26jun2019. Date of report: 26jun2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer could initially navigate the touchscreen calibration page but shortly after the screen became unresponsive. The customer had to disconnect all power sources to power off the unit. The unit was restarted in diagnostic mode and touch was detected to be accurate but quit responding again. The customer was advised to swap out the user assembly for troubleshooting. The customer later called and reported that the touchscreen worked; however, the fse recommended that the user assembly or touchscreen be replaced. The customer replaced the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation/repair has been complete.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer could initially navigate the touchscreen calibration page but shortly after the screen became unresponsive. The customer had to disconnect all power sources to power off the unit. The unit was restarted in diagnostic mode and touch was detected to be accurate but quit responding again. The customer was advised to swap out the user assembly for troubleshooting. The customer later called and reported that the touchscreen worked; however, the fse recommended that the user assembly or touchscreen be replaced.